Event description:
Breast augumentation, above the muscle. Saline, textured implant. I had my breast augmented in 1998. I had been an athlete my entire life, and was rarely sick. After receiving my implants, I started getting colds every month, accompanied with severe sinusitis, muscle weakness, chronic fatigue, and achy muscle. Over a period of 6 yrs, my symptoms progressed, my stomach started bloating/hurting. I started getting acid reflux, nausea, as well as my food not digesting. Along came alternating periods of constipation/loose stools. My body started burning all over and my skin became a reddish color. I couldn't sleep, and my limbs kept falling asleep. After suffering with this for 1 1/2 years, my symptoms continued to get worse. I started having black outs, was dizzy, seeing stars, blurry vision, trembling hands, muscle spasms, heart palpitations, rapid heart rate, shortness of breath, muscle cramps/aches, joint pain, forgetfulness, cloudy head - feeling of being in a fog-, panic attacks, nervousness/depression, headaches, my hair thinning, swollen lymph nodes, and low/high blood sugar. I recently had my implants removed.